Event description:
It was reported by a nurse practitioner that a vns patient had overdosed and passed away. Generator and lead were explanted and returned to the manufacturer where product analysis is currently underway. Good faith attempts to obtain more information regarding patient's passing such as cause of death and relation to vns have been unsuccessful to date.